Event description:
A button issue was reported with the adc device. Customer's adc reader was exposed to moisture and no longer powered on with button press. As a result, customer could not obtain readings and experienced a loss of consciousness, requiring hcp treatment of intravenous glucose infusion. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted.. All pertinent information available to abbott diabetes care has been submitted.